Event description:
It was reported that a hole in the sterile pouch was noted. An angiojet spiroflex was selected for use. During unpacking, it was found that there was a hole in the sterile pouch. The procedure was completed. No patient complications were reported.